Event description:
It was reported that while inserting anchors the eyelet broke. Surgeon used three anchors and one remains in pt. Surgeon switched to competitor's device to continue case. All debris was flushed out of pt. Malfunction report form confirms that the surgeon experienced a 30 minute delay to the rotator cuff repair. It was confirmed that the threaded dilator was used to prepare the site. The ao-2 finger technique was being used and axial alignment was maintained.

Manufacturer narrative:
Device have not been returned for eval.